Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a placement signal low alarm. An ultrasound showed the pump was positioned deep. The pump was repositioned. The patient experienced atrial fibrillation and rapid ventricular response. The patient exhibited hematuria. The patient was intubated and cardioverted to normal sinus rhythm. The pump was exchanged for an impella 5.5.